Event description:
It was reported that the catheter was having error message. The customer reported event has no report of patient injury.

Manufacturer narrative:
The catheter was returned and evaluated by the failure analysis (fa) team. The catheter was observed to have that the adhesive edges were peeling due to the excess adhesive failure mode. The root cause of the excess adhesive is attributed to manufacturing.